Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer street =(B)(6) / postal code = (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient was being treated for postpartum hemorrhage after losing 500ml of blood. A 'bakri tamponade balloon catheter' was placed vaginally and while attempting to inflate the device, the user noted that fluid leaked from the drainage catheter at the front of the device balloon. The device was replaced and the procedure was completed with a new device. Estimated blood loss following the device leakage was 700ml. The total estimated blood loss was 1300ml; no blood transfusions were required. The device did not come into contact with any metal tools. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: a representative of (B)(6) ltd (china) informed cook on 17jul2023 of an incident involving a cook bakri postpartum balloon (j-sos-100500) from production lot 14841211. As reported, when the postpartum hemorrhage of the patient was about 500ml, the bakri balloon was placed through the vagina. It was found that the fluid leaked in the drainage catheter at the front of the balloon. After the leakage failure, the blood loss of the patient was about 700ml, and the total blood loss was about 1300ml. The balloon did not come into contact with metal tools. A new balloon was used to successfully achieve hemostasis. No adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned for evaluation. The device was function tested by inflating the balloon with water, and water was observed leaking out of the drainage port. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14841211 records no related non-conformances relevant to the reported complaint. A database search for complaints on the reported lot found one additional complaint reported from the field for "the uterine balloon was found to leak". Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.